Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to corrupted software. The correct software version was installed to resolve the report. It could not be firmly established what cause the software to become corrupt. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.